Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of distorted numbers and symbols appearing on the system monitor screen was not confirmed. The returned system monitor (serial number (B)(6) was received at the european distribution center. The monitor was functionally tested and was found to perform as intended, and atypical events were unable to be reproduced throughout all testing. Preventive maintenance was performed, and the serviced and tested monitor was returned to the rental pool after passing all tests per procedure. The root cause of the reported event was unable to be determined through this analysis. A corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. Review of the device history record for the system monitor, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU) (section titled ¿setting up the system monitor for use with the power module¿). Handling precautions when the system monitor is mounted on the power module are documented in the power module IFU. Per the power module IFU, if the system monitor does not function properly, contact the company's technical service department. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system monitor showed cryptic numbers and symbols when a pump was connected to the system monitor. In some parts, the numbers were overlapping. The system monitor was turned off and on several times but the issue persisted.